Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. After a complete pump reset with assistance from technical support, the caller was able to successfully start their sensor session, and the cgm error code did not appear again.